Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms while supporting the patient. The customer also reported that the patient did not feel comfortable and complained of fatigue. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited intermittent fault alarms, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation the driver in "as received" condition passed all test requirements with no anomalies or alarms. In an attempt to duplicate the customer-reported issues, the driver was tested for an additional 90 hours at normotensive settings. The driver was inspected multiple times during the 90-hour observation run; at each time interval the driver met all test acceptance criteria for cardiac output, rap (right atrial pressure), aop (aortic pressure), pap (pulmonary arterial pressure) and lap (left atrial pressure). No alarms were observed. The customer-reported intermittent alarms were not reproduced. The driver performed as intended, and there was no evidence of a device malfunction during investigation testing. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms while supporting the patient. The customer also reported that the patient did not feel comfortable and complained of fatigue. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.